Event description:
The customer called to report that he was getting no delivery alarms last week, during the basal rate delivery. The customer also reported that he attempted to bolus, but the zeros were on the screen for a long time, and didn't seem to be delivering. The customer stated that his blood glucose was greater than 500 mg/dl, and he had to go to the hospital. The customer was unable to troubleshoot at the time of the call, and stated he would be calling back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.